Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that dislodgement was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.